Event description:
Children's electric toothbrush with supplied battery loudly exploded during the night, waking everyone in the home. The attached picture shows the damage from the plastic and rubber grip blowing out. Date the person first started taking or using the product: (B)(6) 2024. Date the person stopped taking or using the product: (B)(6) 2025. The person was using the product for: daily oral hygiene.